Manufacturer narrative:
The investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that lead migration issue was observed. Patient denies any traumas or falls. Lead was explanted, and a new lead was implanted to resolve the issue. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.